Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing-noise and possible intermittent undersensing. Normal lead and device function were noted and no interrogation or reprogramming changes were requested or recommended. The lead remains in use. No patient complications have been reported as a result of this event.